Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: surgeon found post operation leakage in the rectum stump several days later after operation of laparoscopic lar. There was no leakage found during the surgery before closing the surgery and after doing the leakage test. Surgery done using hartmann procedure; hospital used endoscope to look into the leakage site and they found that there was a very tiny hole within the staple line (the hole located in the middle of the 45mm staple line of the first reload).